Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A siemens technical application specialist (tas) reviewed the instrument data and determined that the calibration was in "waived" status on the day discordant result was obtained. Quality controls were within acceptable ranges. The customer changed the reagent lot and performed a calibration before repeating the sample. The customer also performed precision testing on the patient sample, which was acceptable. The cause of the discordant, falsely elevated cortisol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cortisol result was obtained on one patient sample on an advia centaur xp instrument. The patient administered dexamethasone the night prior to the test. The discordant result was reported to the physician(s), who questioned it. The customer stated that the patient was scheduled for bariatric surgery, which was cancelled due to the discordant cortisol result. The sample was repeated eight days later on the same instrument and on an alternate advia centaur instrument, resulting lower both times. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cortisol result.

Manufacturer narrative:
The initial MDR 2432235-2016-00211 was filed on (B)(6) 2016. Additional information (06/27/2016): a siemens headquarters support center (hsc) specialist reviewed the data and determined that the customer did not store the sample as per the recommendations provided in advia centaur xp instructions for use for cortisol.